Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor memorygel breast implant required for a surgery was shipped to the surgery center. When the surgery center received the box, it was heavily damaged. Clear packaging tape was used to try and keep it closed. When the box was opened on the day of surgery, one of the implant boxes had already been opened and there was no implant in the box. There were no patient consequences or additional information reported. Mentor is aware that the date of event (1/1/2025) is before the manufacture date (1/8/2025) of lot 2031998. Follow-ups are in progress for exact date of event. If any clarification or information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On april 4, 2024, mentor became aware that the date of event was february 19, 2025. Hence, field b3 has been updated accordingly on this form. On april 24, 2025, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, shipping box was observed damaged and the product box appear open and the plastic envelope broken. However, the reported missing implant cannot be confirmed based on the images provided. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).